Event description:
It was reported that the fill port of a small volume folfusor was damaged. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured october 7, 2013 ¿ october 8, 2013. Evaluation summary: the device was received for evaluation with approximately 10ml of fluid in its bladder. Visual inspection revealed that the fill-port was damaged. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.